Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and interstitial cystitis. It was reported that patient underwent an exam under anesthesia and removal of mesh stitches on (B)(6) 2008. It was reported that patient underwent partial excision of mesh wound revision and cystoscopy with hydrodistension on (B)(6) 2009 due to chronic pelvic pain with addition of poor wound healing from transobturator tape and interstitial cystitis. It was reported that patient had cystoscopy for chronic pelvic pain, interstitial cystitis and gross hematuria on (B)(6) 2010.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.